Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had twiddler's syndrome and this lead became dislodged and pulled back up into the device pocket. A revision procedure was performed and the device was moved from the left hand side to the right hand side of the patient. Additional information has been requested; however, no further information is currently available. No further adverse patient effects were reported.

Event description:
Additional information from the field representative indicated that there was no evidence of an infection.

Manufacturer narrative:
The lead was sent for cultures at the hospital and will likely not be returned. If additional information is received, this report will be updated.